Event description:
The ureteroreno fiberscope was returned to the service center with a report of a suspicion of a leak. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, a chip on the a-rubber adhesive was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to a chipped adhesive on the a-rubber and a chipped distal end malfunction: cause traced to a degradation and stress problem identified; expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.